Event description:
It was reported that a spectrum iq pump had a downstream pressure sensor fail during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 medical device problem codes additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.